Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the patient had not received the full dose. The continuous infusion rate had been set at 2.2 ml/hr, with a total reservoir volume of 100 ml. The amount given had been unknown. The air detector and upstream sensor had both been turned on. The pump had not been used to prime the extension tubing; instead, it had been primed by gravity. The patient¿s medical condition had been noted as unknown, as they had not received the full dose. No injury or issue with the pac (peripheral access catheter) had been identified. The event occurred while in used with a patient at the hospital. There was a patient involvement, and no patient harm adverse event reported.